Manufacturer narrative:
(B)(4). Concomitant product(s)- harmonic scalpel or ligasure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic gastric greater curvature plication on unknown date and the suture was used. During the procedure, the gastric plication was initiated by invaginating the greater curvature over a 36 fr bougie and applying a first row of extramucosal continuous stitches of the suture and this row guided a subsequent row created with extramucosal running suture lines. Leak tests were performed with methylene blue, which was injected under pressure to ensure that there was no out-pouching in the plicated stomach. On the first postoperative day, the patient experienced nausea, vomiting, and sialorrhea and was treated with ondansetron and the anti-spasmodic hyoscine. Postoperatively, the patient possibly developed stenosis following gastric placation and was treated by a second look after three days along with removal of the second row of stitches at the stenotic area or was presented after two months from the surgery and treated by endoscopic dilatation. No further information is available.